Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure a distinct steam pop sound was identified. Subsequently the patient developed cardiac tamponade which required pericardiocentesis. 1200cc of fluid were removed and the patient was reported to be in stable condition. Multiple attempts were done to request for further details of event. However no additional information has been provided. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, a distinct steam pop sound was identified. Subsequently, the patient developed cardiac tamponade which required preicardiocentesis. 1200cc of fluid were removed and the patient was reported to be in stable condition. Multiple attempts were done to request for further details of event. However no additional information has been provided.

Manufacturer narrative:
(B)(4). The following bwi devices were in use: carto 3 system: ((B)(4)); coolflow pump: ((B)(4)); stockert generator: ((B)(4)); thermocool sf catheter: ((B)(4)); (B)(4).